Manufacturer narrative:
Correction and response to FDA request: this report is being supplemented to provide a correction to previously submitted report. This event reported is duplicated. Please refer to mfg report #3003724334-2025-00029-00 for further details in h10.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch (B)(4). Please refer to this file for supplemental information related to this event.

Event description:
It was reported that the generator exhibited an error 433. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.